Event description:
The site reported the following: a pt with a calcified lesion within a moderately tortuous distal tibial artery presented for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. After successful completion of the atherectomy procedure, the jetstream device was reported to be stuck on the spartacore guide wire and was not able to be removed. The physician removed the jetstream catheter with the guide wire. The physician decided that the treatment was successful and completed the procedure. No adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis reviewed the info that was provided by the site. The jetstream sc-1.85 catheter that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited info, we are unable to determine the root cause of the alleged issue. In the event additional info is obtained, a follow-up report will be submitted.